Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse reconnected all screen connections and cleaned the cable connectors. No issues were observed. The unit was kept under observation for seven days. The iabp was then handed over to the customer in good, working condition.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units screen is flickering. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) units screen is flickering.